Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form in addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent excision of the prior operative site scar and sinus excision of mesh en bloc on (B)(6) 2019. It was reported that the patient experienced severe pain, chronic mesh infection, wound drainage, recurrence, nausea, constipation, inflammation, bulging, stress and anxiety. No additional information is provided.